Manufacturer narrative:
H10: the equipment was received in vyaire facility. Vyaire medical tech was unable to be confirmed or duplicated the reported complaint. Visually inspected the assembly, there were no visible defects, damage or contamination. The unit showed no failures with motor faults.

Manufacturer narrative:
Vyaire medical file identification: pc-(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that the vela ventilator unit was getting intermittent motor fault and vent inoperable alarm. The reporter confirmed that there is no patient involvement associated on this event.